Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a supplemental/final report will be submitted.

Event description:
It was reported that during surgery the device took an uneven graft. An additional blade was used and a second graft was taken from a different site on the same appendage. No delay was reported. Diligence is completed and no further information is available.